Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a rapid hyperglycemia with a reported value of 301 mg/dl followed by hypoglycemia with a reported value of 47 mg/dl while using the ilet with a teflon inset in the abdomen and a dexcom g7, continuous glucose monitor (cgm) after consuming a large coffee with creamer without announcing the meal, which led the system to deliver corrections that subsequently contributed to a low. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included self-treatment of the hypoglycemia with oral glucose and recovery to target range without medical intervention or hospitalization. Investigation included review of user-reported history, device use context, and education on proper meal announcement and target settings. Investigation of this case revealed that the event was associated with a missed meal announcement and subsequent algorithm-driven correction dosing, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement and individualized target setting changes. The user was advised to follow up with clinical support regarding target settings and to announce carbohydrate intake to reduce postprandial excursions.